Event description:
Consumer called to report his readings not consistent with how he feels. Testing against another meter and got readings 50-60 points higher. Had an insulin reaction and needed to call emt for assistance.